Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The pump gave a motor error alarm during the basic occlusion test due to a faulty force sensor. The motor passed the motor test. Unable to confirm other alarms due to the motor error alarms. The pump was received with a broken belt clip slot, a cracked reservoir tube lip, a cracked case near the display window corners, and minor scratches on the display window.

Event description:
The customer called and reported the insulin pump alarmed to indicate the force sensor system was compromised. Customer's blood glucose was 25 mmol/l. Troubleshooting was performed. Customer was advised the device would be replaced and agreed to return the product for analysis.